Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient was scheduled for a revision on (B)(6) 2017. The patient had a replacement on (B)(6) 2017 for a low battery. They returned on the day of the report with persistent pain and swelling at the pacer site. This was very bothersome to the patient and they wanted the pacer moved to a new site. They still had nausea and vomits up to once daily, sometimes a few times weekly depending on what they eat. They denied any fevers. They were wearing their abdominal binder during the day and took it off at night. The fluid sent on (B)(6) was negative for bacteria. The patient was fed up with the pain and swelling and they wanted the pacer moved to their right, upper abdomen. No further complications were reported/anticipated.

Event description:
Additional information from the rep reported the hcp moved the patient's battery once again. It was moved 3 or 4 times due to pain and discomfort. The patient was on blood thinners, which usually caused a hematoma to develop when they revise/exchange the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.